Event description:
It was reported that bd connecta plus3 16cm white had connection issues the tubing became disconnected from the luer lok end of the device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 3 physical samples submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that at the tip of the fitting component a white residue is observed. Bd determined that the cause of the failure was additional dry solvent not removed during the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.